Manufacturer narrative:
The patient sustained a skin tear/laceration to the right calf area. Medical treatment included closure of the wound with 20 sutures and oral antibiotics. Ongoing wound care includes an antibiotic ointment and xeroform dressing daily. The facility maintenance stated that the edge guards was missing from the frame. The account has ordered replacement edge guards and the hillrom field service technician is scheduled to install them. As treatment was required to preclude a permanent impairment of a body function or permanent damage to a body structure, this meets the criteria of a serious injury. Per the hillrom service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: connectors where the bed sections bolt together; tighten as necessary. Siderail latching mechanisms. Caster braking systems. Edge guards; make sure that edge guards are not broken or loose. Only remove an edge guard that is damaged or loose. If the bed is used without the edge guards, personal injury can occur. A search of the hillrom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom field service technician is scheduled to install the edge guards upon receipt of the parts. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating a patient cut their leg on the frame of the bed. The patient required 20 sutures and daily wound care. The bed was located in the north hall, room 663, bed 2 at the account. This report was filed in our complaint handling system as complaint #(B)(4).